Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that during an ablation procedure, the generator gave a ¿low impedance¿ error message. Troubleshooting was unable to the issue. As such, the procedure was not completed. Reportedly, physician had attempted to insert the probe.

Manufacturer narrative:
Based on the investigation and information provided to abbott this symptom was able to be confirmed based on the log file, however the evaluation testing was successful. The symptom was not able to be duplicated, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.